Manufacturer narrative:
(B)(4). The analysis results confirmed that the device was received in good visual condition. After further inspection, it was noted that the precock was damaged. The device was tested for functionality and it worked as intended. The device was disassembled to verify the integrity of the internal components; the returned spring post was found damaged, not allowing the precock mechanism to work properly. While no conclusion could be reached on what caused the returned spring post to become damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a orthopedic procedure, stapling device would not engage the staple to approximate wound together. It is unknown how the case was completed. No adverse consequences reported.